Event description:
The customer reports that, while the ventilator was connected to a patient a technical error indicated 12v power failure and ventilation stopped.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care . Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.